Manufacturer narrative:
A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image depicted a broken grip cable on 8mmm fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Annex g was updated to reflect this finding.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was steel wire fracture regarding the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operating room (or) did not provide any feedback regarding the cable damage (¿damaged cautery wire.¿ or debris falling into the patient's body. Wire breakage was reported and the instrument has been returned.